Manufacturer narrative:
This event was reported to have occurred on an unspecified date in (B)(6) 2017. Address line 1 (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was contamination on the port of a micro-volume syringe inlet. This was noted before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection with naked eye and under magnification did not identify any evidence of particulate matter on the port or anywhere within the fluid pathway. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.